Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a decanav catheter and suffered a cardiac perforation which required a pericardiocentesis and prolonged hospitalization. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 07-jan-2026. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Initially the lot number was not reported. However, during the device evaluation, the lot number was retrieved. Therefore, processed the following fields. D4. Lot d4. Expiration date d4. Primary UDI number h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a decanav catheter and suffered a cardiac perforation which required a pericardiocentesis and prolonged hospitalization. During afib ablation procedure with a non pfa bwi catheter, the patient experienced pericardial effusion treated with pericardiocentesis. The patient was stable and transferred to ICU of observation. During a pfa afib procedure a pericardial effusion was diagnosed via intracardiac echocardiography (ice). Pericardiocentesis was performed by the physician. The patient was stable at the time of the call and was transferred to intensive care unit (ICU) for observation. The physician stated that he felt resistance when placing the decanav catheter into the coronary sinus (cs). No other details were available at that time. Additional information was received which indicated that the event occurred post use, at the very end of the case when they were back in the right atrium. The tee showed "posterior" location of the perforation. Prior to noting the pe/CT ablation was performed. The physician¿s opinion on the cause of this adverse event was that the force used when trying to cannulate a difficult cs. The outcome of the adverse event was unknown, but the patient¿s last tee yesterday showed "no effusion". The sheath and the catheters were exchanged from vizigo sheath to faradrive. One transseptal puncture site was performed during the procedure using nrg and baylis and vizigo. The number of performed ablations were 75 pulses with pfa energy. Prior to noting the pericardial effusion, ablation was performed, and the event occur at the very end of the case when we were back in the right atrium. No evidence of steam pop. The patient did not require cardiac surgery.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).